Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture, lymphadenopathy, and silicone migration.

Event description:
Physician reports "left breast implant rupture with evidence of silicone lymphadenopathy in axilla. Ultrasound confirmed enlarged silicone containing nodes within the left armpit (axilla)." Device remains implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: red particles on the surface of the shell. Broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.